Event description:
Customer reported "failed fiber optic test". Incident occurred during preventive maintenance by company rep. No pt involved.

Manufacturer narrative:
The company representative replaced the fiber optic assembly (0997-00-1161). The iabps was tested to factory specification. It functioned normally and was returned to the customer. The production device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The replaced fiber optic assembly was returned to the manufacturer for evaluation. The manufacturer technicians could not verify the reported failure. (B)(4).

Event description:
This report is being sent as follow up emdr 2249723-2014-00228.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. A supplemental medwatch will be submitted when more info becomes available. (B)(4).